Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient tried to increase stimulator from 6.50 v to 6.70 v and states it electrocuted her. The stated she is going to see her healthcare provider (hcp) soon and is going to have the hcp take the stimulator out and get an attorney. It was reviewed that a hcp could have a manufacturer representative (rep) help with programming to see if it works better. The patient disconnected. No further complications were reported/anticipated.